Manufacturer narrative:
The event is are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side progressive pain and "tightening"/"tightness" sensation, capsular contracture baker grade unknown. The device remains implanted.

Event description:
Capsular contracture was a baker grade iii. Treatment included analgesics and nsaids for pain.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade iii. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.